Event description:
Product was an ace hinged knee brace, firm support, open patella, black, with two velcro straps, (B)(4) on the box. The customer is calling for her husband (B)(6) who works all day while we are open. She reports: her husband is having surgery on his knee in (B)(6) and was told to wear a hinged knee brace until then (and maybe afterwards as well). On (B)(6), he bought this one and wore it all day. When he removed it, the skin underneath was red, had small bumps, and welts. They did not spread beyond the immediate area. He saw a dermatologist who gave him some steroid shots and a prescription for some anti-itch medication, but she's not sure what.

Manufacturer narrative:
Evaluation: method & results: product was not returned to manufacturer.